Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 402 mg/dl and issues with sensor glucose versus blood glucose. She was advised that the sensor glucose and the blood glucose readings would be close but would rarely match because of how glucose travels in the body. Customer does not want to troubleshoot for high blood glucose or sensor blood glucose versus blood glucose. The products will not be returned for analysis.